Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that on (B)(6) 2018, the patient suddenly started feeling a shocking sensation and the ins moving in their hip and buttock area. It was also reported that the ins was depleted because it had not been charged in a "long time" and the patient's controller would not communicate with the ins. It was reviewed that if the ins was depleted and would not communicate with the programmer, then the symptoms were not being caused by the stimulation directly. They were redirected to see a doctor to address the symptoms. No further complications were reported or anticipated.